Event description:
A patient was scanned in 2009. During the l-spine exam, the patient allegedly received a third degree burn on her posterior that required treatment. The patient did not complain of any burning sensation during the exam or after the exam was completed. According to the technologist at the site, the 22 to 25 minute exam was done entirely on the lowest energy level for the exam. The customer told our service engineer, that they did not become aware of the alleged burn until weeks after the exam was completed, when the patient returned to the burn center for treatment. The patient was treated at the burn center at approx 5 weeks later. We have not been provided the medical report from the burn center. On a later visit to perform maintenance on the unit, our service engineer was informed by the customer of the alleged event. The unit was checked during a pm, and was found to be within specifications. There is no equipment malfunction associated with this incident.

Manufacturer narrative:
The site technologist, stated that the patient was wrapped in a hospital sheet, to enable the patient to fit into the bore. Therefore, no skin in the area of the wound would have been exposed. He also stated that he could not determine how the patient could have received the alleged burn, and not notice it, and tell anyone at the time of the exam completion.